Event description:
I had essure implanted and had no idea about the health issues I would encounter! This has caused terrible, unimaginable pain in my pelvic area as well as my hips and back daily. I went to hospital numerous times in uncontrollable pain. I have migraines now. Menstrual bleeding all the time. My entire body and health has failed since this was implanted. I spoke with a surgeon three weeks ago, and will have a hysterectomy soon just to get those things out of my body. This wasn't researched as it should have been. Daily people talk to me about their essure implant issues as well. I have two lawyers and I will not stop pursuing this until the FDA removes this product as an option to birthcontrol! People are being deceived. This is ruining women's lives daily. Please, do something about this! God will have the final say in the end. It will be on the FDA, as well as every lying manipulative physician who has ever implanted these into god's women, his daughters, who are ultimately sisters, grandmothers. This is wrong! And bayer needs to recall essure immediately.